Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 28-jan-2025. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The initial customer report indicated over delivery. During testing, this could not be confirmed or replicated. Three performance verification tests were performed: test #1 20.2 ml, test #2 20.2 ml, and test #3 20.2 ml. Pvt (performance verification testing) was performed. All tests passed specifications. Software was not updated per customer request. Probable cause: not found. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed gravimetric testing as it went over the 21.2ml for intended delivery. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.